Event description:
Material no: 329515, batch no: unknown. It was reported that during use of the bd autoshield¿ duo safety pen needle the pen was not delivering insulin because of difficulty to use. It was identified that the issues with nurses improper use. The reason for the improper use was the nurses were not pressing down on the duo consistently to engage the safety part. The following information was provided by the initial reporter: diabetes nurse is reeducating nurses on autoshield duo due to safety issues that have been identified with nurses improper use. From phone call on (B)(6) 2019 10:13:20: called this facility spoke with named person on this case she has re- educated her nursing team with the proper use of the auo shield duo pen needles. The reason for the improper use was the nurses were not pressing down on the duo consistently to engage the safety part and her feeling is some patients were not getting their full doses.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 329515, batch no: unknown. It was reported that during use of the bd autoshield¿ duo safety pen needle the pen was not delivering insulin because of difficulty to use. It was identified that the issues with nurses improper use. The reason for the improper use was the nurses were not pressing down on the duo consistently to engage the safety part. The following information was provided by the initial reporter: diabetes nurse is reeducating nurses on autoshield duo due to safety issues that have been identified with nurses improper use. From phone call on (B)(6) 2019 10:13:20: called this facility spoke with named person on this case she has re- educated her nursing team with the proper use of the auo shield duo pen needles. The reason for the improper use was the nurses were not pressing down on the duo consistently to engage the safety part and her feeling is some patients were not getting their full doses.